Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shutdown unexpectedly. During troubleshooting with tandem technical support, the customer successfully turned the pump on, the malfunction alarm cleared, and insulin delivery was resumed successfully. There was no impact to the customer¿s blood glucose.